Event description:
Event description guidant received information that this implantable transvenous defibrillation leadexhibited shock lead impedance measurements greater than 125 ohms. This impedance test was 68 ohms at implant and has been fluctuating and increasing for the past 2 months. There is no noise on shock electrogram, stored or realtime. However, with pocket manipulation, there is noise on the shock electrogram with the appearance of ventricular tachycardia. All other lead diagnostics are normal.